Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not alarming no delivery. Troubleshooting was performed and the insulin pump failed the high pressure test twice. The customer also stated that she properly uses her mmt-840 infusion set. Nothing further was reported.